Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot number 09876 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. Patient files received and recorded on the reported date of the event. Patient files showed system notice 50012 "the refrigerant delivery path is obstructed" during ablation at application #1. Console output data, pressure, preset pressure, and flow, showed pressure was tracking preset pressure and flow readings are as expected. However, the temperature profile showed unexpected sudden temperature drop during ablation on applications #3, 4, and 5. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 6 applications on the reported event date. During functional testing, flow and pressure fluctuations were observed. No pressure/flow thresholds were exceeded and no console system notices were generated. During functional testing, frost was observed on the catheter coaxial connector. The inflation, ablation, and thawing phases were completed. During the electrical testing using an automatic electrical tester (aet), all tests were within the specification. No anomalies were found. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. The coaxial port was detached from the handle and was pressurized from injection tube at the coaxial port, while the free side of injection tube was blocked at the other side. Pressure testing showed the bubbles are coming out from the coaxial port. It identified a leak path at the bonding location of the injection tube and coaxial connector. In conclusion the reported sudden drop in temperature was confirmed through testing. The balloon catheter failed the returned product inspection due to the leak from the injection tube through the coaxial connector adhesive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature suddenly dropped. The balloon catheter was replaced which resolved the issue. However, only low temperatures could be reached. The catheter was not replaced a second time. The case was completed with cryo. No patient complications have been reported as a result of this event.